Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reportedly had severe mitral valve disease and had received a porcine mitral valve replacement two weeks prior to the pump implant. The patient also required acute circulatory support with extracorporeal membrane oxygenation (ECMO) pre-lvad implant. On (B)(4) 2015 system controller data log files were submitted for review due to persistent elevated pump powers with low speed advisories noted in the alarm history. The manufacturer¿s technical services review noted consistent pulsatility index (pi) events captured with power elevations on (B)(6) 2015. A low speed advisory on (B)(6) 2015 was also captured. On (B)(6) 2015, the patient was returned to the operating room for replacement of an incompetent mitral valve prosthesis as noted on echocardiography and a pump replacement due to concern over device thrombus. During the mitral valve replacement considerable thrombus was noted on the mitral valve. It was reported that in conjunction with the mitral valve thrombus there was also thrombus in the pump. It is believed that the pump thrombus came from the valve and was ingested into the pump. The valve and pump were both replaced as planned. No additional information was provided.

Manufacturer narrative:
The patient weight was not provided. Approximate age of the device ¿ 2 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.